Event description:
Rptr writes, "this morning I donned a fresh referenced hollister two piece ostomy system over my colostomy. Seven hrs later the system failed. Fortunately I was home then because feces seeped under the lower portion (6 o'clock) of the barrier and the tape. My body and clothes were soiled. When I removed the prosthesis, totality of the failure of the skin barrier was obvious; feces seeped under, covered the entire surface of the flextend skin barrier. Although hollister makes no claims for its intended purpose, performance characteristics or quality, it is marketed for ostomy use and therefore carries an implied warranty of functionality. It is obvious that the referenced item did not perform its implied function of adhesion and provide a secure seal for me."